Event description:
The customer reported the fluoroscopic image was degraded effectively eliminating the ability to view a usable image no pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cradle cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.